Event description:
Customer reported IV was dripping antibiotics. Pt line was examined and found to have a break at the lowest port and dripping when pump was infusing. There was no adverse pt effect. No additional info was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of the set leaking was confirmed. Leaking was observed at the tubing to smartsite (inlet port) engagement. The cause of the leak is due to insufficient solvent at this engagement point. The lot # was not identified. Based on the smartsite laser # and vinyl tubing part #, the mfg database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.